Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation coverage. The sjm representative interrogated the system and several contacts were invalid. Reprogramming recaptured partial coverage. Follow-up revealed x-rays showed no anomalies or migration. Reportedly surgical intervention to address the issue has been scheduled.